Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus needed to be calibrated. An attempt to calibrate the programmer with software was unsuccessful. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the touch controller printed circuit board assembly (pcba). Visual inspection: no anomalies observed. Benchtop analysis: install the provided touch controller pcba on a known good unit. Stylus doesn¿t align with cursor in the screen. Perform calibration twice and restarted encore programmer twice ¿ touch screen still cannot be calibrated properly, and stylus doesn¿t align with the cursor. Installed a known good touch controller pcba and stylus calibrated properly. Confirmed customer complaint touch screen cannot be calibrated properly due to failing touch controller pcba. Conclusion: complaint confirmed. The touch controller pcba is out-of-specification electrical. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: misalignment was confirmed and calibration did not resolve the issue. The touch screen printed circuit board (pcb) was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.